Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion exposing the outer coil at 14.7 cm to 15.1 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely contributed to the reported anomaly.